Manufacturer narrative:
The full name of the event site is (B)(6) med center. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not reading pressure. No patient involvement or adverse event was reported. It is unknown under what circumstances the event occurred.

Manufacturer narrative:
A getinge service territory manager (stm) connected minisim pressure simulator and system trainer iabp read pressure from both devices. The fse was not able to reproduced the reported issue. The iabp unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. Please also note that the date submitted in the initial report should have been (B)(4) 2017.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) was not reading pressure. No adverse event was reported.